Event description:
Caller reported a cgm error 42 and sought assistance. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and caller successfully started their sensor session without encountering the error code again.